Event description:
The dr noted an arm fracture of the vena cava filter. Furthermore, he has found an upwards dislocation of an arm of the same filter. The broken arm is floating into the renal vein without the possiblity to recover it. It was also reported that the top of the filter was placed above the renal veins.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the first event reported for this lot to date. The sample was not returned for eval as it remains implanted. It was reported that the top of the filter was placed above the renal veins. It is unk if this location contributed to the reported event. The info for use for this device states: position the filter tip 1 cm below the lowest renal vein. Complications may occur at any time during or after the procedure. Potential complications inlcude, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without adverse clinical sequelae.